Event description:
It was reported that the patient presented after or during implant. An interrogation of the implantable cardioverter defibrillator revealed crosstalk, where atrial paces appeared on the ventricular channel and resulted in over-sensing. No interventions were made. The patient was stable.